Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information requested, the following was obtained: qty to be returned of (B)(4): 1 => 6. Lot# of (B)(4): unk => rh2ahj. Qty of product involved of (B)(4): 1 => 6. "*please confirm the number of devices involved - originally, the qty reported was 4. => the number of device involved is 6. No further information will be provided." Investigational summary: five sterile devices were returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned samples revealed that five xc200 reloads (b-c-d-e-f) were received with no apparent damage. The packages were opened and the reloads were tested for functionality with a test device for its functionality. Upon functional testing of the clips, the instrument loaded, retained, and deployed clips as intended. The clips were as intended and conforms to our manufacturing requirements. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Additional investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned samples revealed that xc200 reload (a) was received with no apparent damage with one clip loaded and 4 loose clips. The reload loaded was tested for functionality and also the clips were manually loaded on a test device for its functionality. Upon functional testing of the clips, the instrument loaded, retained, and deployed clips as intended. The clip was as intended and conforms to our manufacturing requirements. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related to: 2210968-2022-02196, 2210968-2022-02194, 2210968-2022-02193, 2210968-2022-02195 and 2210968-2022-02962.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture clips were used. During the procedure, 4 clips were not loaded into the applier properly. The device was replaced, but the issue did not improve. Another like device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.